Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation has turned off by itself about 3-4 times over the past 6 months or so. The patient stated that it usually just happens when they are around the house. They noted that they are always able to turn stimulation back on right away, and that there is never a low battery or error code message. The patient mentioned that they hurt when the stimulation is off, but then they turn stimulation back on and they are fine. The patient was to follow up with their healthcare provider to check the implantable neurostimulator (ins) battery. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.